Manufacturer narrative:
Reviewing the setup with the facility dosimetrist, it was identified that they had difficulty visualizing the markers. It was found that the position of marker number two placed it outside the setup field, so localization including that marker was not possible. The isocenter was also set far away from the three markers. If the operator has the isocenter centroid distance set a large distance away from the markers and the software set to "rotation and translation" mode. The system may recommend shifts which do not match what the clinician expects. This is because the target point is not in the same anatomy (organ) as the markers. A notification letter was generated and mailed out to all user on 4/14/06 to help users understand which modality to utilize for optimal treatment calculations.

Event description:
The customer implanted markers in a pt in such a fashion that one of the markers was outside the field of view of the image being used to set up the pt. As a consequence, the customer was getting intermarker distance warnings from the software while setting up for treatment. They have reviewed their marker coordinates in their portal images, checked their data entry, and verified that these are correct. The clinic has never replied as to how they treated the pt in this event. We do not believe there was any mistreatment and that the treatment was done without the use of the software.